Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported 13 tampons were missing the string prior to use. Consumer used the tampons with missing strings and was able to manually remove the tampons.